Manufacturer narrative:
The astral device and remote alarm cable were returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Visual inspection of the remote alarm cable revealed physical damage. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was caused by a depleted battery due to user error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was found powered off and ventilation stopped while in use on a patient. It was reported the patient required manual ventilation. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was found powered off and ventilation stopped while in use on a patient. It was reported the patient required manual ventilation. There was no patient harm or serious injury reported as a result of this incident.